Manufacturer narrative:
This report is filed on august 21, 2017.

Event description:
It was reported that the patient experienced pain and shock sensations with device use, however the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.